Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was being implanted with an impella 5.0 device for mechanical circulatory support. During insertion in the right axillary artery, the physician was unable to advance the impella into the vessel. Several attempts were made to advance the impella 5.0 through graft. The patient was stable, and the procedure was aborted.